Manufacturer narrative:
The device history records for the sam 360p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 4th june 2018. Review of the device delivery note 38150, revealed that the device was paired and sent out with pad-pak lot j0451 which had an expiry of sep 2022 the pad-pak quoted from the reported complaint was manufactured as part of a lot of 199 on the 6th april 2016. 10 pad-pak units were released for packing/dispatch to shaag on the 13th april 2016. Information from the history log showed the device was first installed on the 12th december 2018 and recorded a voltage of 12.12v which is not consistent and significantly lower than the voltage expected from a fresh pad-pak. The device performed successful weekly auto self-tests before issuing a low battery fail on the 29th december 2019. The user would have been alerted with ¿warning, low battery, device service required¿ prompt alongside a flashing red status indicator, as per the reported fault. The investigation found no fault on the returned sam 360p device that would have resulted in the depletion of a pad-pak prior to its expiry. With a test pad-pak installed, the green status led flashed as normal with no failure chirp throughout the investigation and no measurable fault was identified on the membrane or the status led/beeper circuitry that would have resulted in an excess current drain. The returned device was power cycled with a known good pad-pak with the voltage recorded being consistent with a fresh pad-pak. The battery monitoring testing was also verified with voltages recorded to be comparable with a known good test unit. The device was temperature cycled between 0-50°c for 48 hours with a test pad-pak installed. Further stress testing was then carried out at 50°c 95%rh for 5 days. The pad-pak ocv/ccv and device current drain were measured before and after this stress testing with no significant changes observed. This combined testing equates to approximately 9.5 years of normal use without fault. Furthermore, the device recorded consistent voltages throughout this stress testing. The pad-pak quoted from the reported complaint to have issued the low battery (lot a2280 ¿aug 2020) was manufactured and shipped in 2016. The first log entry on the returned device was over 2 and a half years after the pad-pak was shipped. This would suggest that this pad-pak may have been installed in another device prior to installation within the returned device and may explain the lower than expected voltage recorded during installation.the customer was contacted to request return of the pad-pak but no reply was made. As no pad-pak had not been returned for investigation, the storage conditions of the pad-pak prior to installation within the returned unit could not be confirmed, therefore the root cause of the low battery fails could not be determined. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new sam 360p device.

Event description:
Red status indicator and low battery warning prompt. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Red status indicator and low battery warning prompt. There was no patient involved in this event.